Event description:
A report was received that the newly implanted patient experienced little control and numbness in the left leg and stomach. Symptoms presented immediately after the patient woke up and symptoms gradually increased roughly 12 hours from the time of procedure. Computed tomography (CT) scan indicated an anterior disc bulge that was not visible during placement of lead. No hematoma suspected. The physician believed the lead was too big for the patient's epidural space and not device related. The lead was explanted. The patient is recovering and symptoms have returned to baseline.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.